Event description:
Customer claimed product "caused drainage in throat" and made him cough every time he used it.

Manufacturer narrative:
The suspect product and a reserve sample of the same lot were evaluated as part of a complaint investigation. The eval is still in progress.